Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient underwent revision knee arthroplasty for arthrofibrosis. The insert was removed to access the back of the knee to remove scar tissue. The insert was replaced with a new one.